Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, additional treatment appears to be related to operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery (lad) with heavy calcification and mild tortuosity. After pre-dilatation, the 3x38mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal end dissection was noted. Therefore, a 3x23mm xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.